Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his body, thighs, and legs. The patient reported forgetting that he is allergic to one of the recommended, commercially available detergents to launder lifevest garments. The patient's primary care physician gave him an antibiotic and cream. Follow-up indicated that the rash is getting better.